Event description:
It was reported that during a robotic laparoscopic rectum extirpation abdomino-perineal resection (apr) procedure, the instrument connected to the sterile interface module (sim) on the arm repeatedly lost connection with the hugo system. Despite multiple interruptions, the surgical team proceeded with the procedure. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (serial #, UDI #), d10, h4, h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs showed numerous instances of the arm cart assembly reporting as docked but no sterile interface module (sim) was connected. There were also instances of manual insertion being attempted without an instrument attached prior to the monopolar curved shears being detected as connected. An error code for 'manual insertion with no instrument attached' and an error code for 'arm docked and sim not connected' were observed. The sim had a use count of 9 and was replaced with another one, after which no further issues were seen. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument and sterile interface module (sim) connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic rectum extirpation abdomino-perineal resection (apr) procedure, the instrument connected to the sterile interface module (sim) on the arm repeatedly lost connection with the hugo system. Despite multiple interruptions, the surgical team proceeded with the procedure. There was no patient injury.